Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint did not meet product design specifications and may produce high glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1001-2025. If product is returned, no further investigation actions are required as this issue is confirmed to fa1001-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high glucose results from an abbott diabetes care (adc) device. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer initially self-treated with insulin (dose/type unspecified), and eventually experienced symptoms described as "low pulse rate of 48-50, low power", sweating, blurred vision, and seizure. An ambulance was called, and the customer was brought in a hospital where blood tests and "heart film" were done, and glucose readings of 17.9 mmol/l on a healthcare professional (hcp) meter compared to a sensor scan result of 20 mmol/l were obtained after meals. There was no treatment provided to the customer. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1001-2025. The impacted product associated with this complaint has not been distributed in the USA. Adc fa1001-2025 has been issued to belgium, finland, germany, norway, spain, and sweden. There was no report of death or permanent injury associated with this event.